Event description:
It was reported that there was a telemetry failure with the programmer rf (radio-frequency) head. The rf head was returned for repair and test/calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed functional testing due to the cable being out of electrical specification. It was also noted that the label was delaminated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).